Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed an infection. The entire system, including the implantable cardioverter defibrillator and leads was explanted. The patient was in stable condition.